Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a cp for the support of a patient admitted in with an acute myocardial infarction complicated by cardiogenic shock. The situation was noted to be an "emergency" and at the time of start the priming/purge failed and pump would not start. The team troubleshot by aic replacement but the second aic failed and so the team went back to the first aic and got pump started for the support. The pump supported for days and the patient was transferred from the community to the tertiary center. Patient survived the pump explant.